Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating the end piece of item closed suction broke away inside the endotracheal tube. Half went into the left mainstem lung bronchus of the baby and it was visible in an x-ray exam. When saline was used the bottom piece that broke off floated to the surface. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received